Manufacturer narrative:
The investigation into the reported issues has been completed. No device was received for evaluation. The cause of the vascular damage issue was not determined since product was not returned and sufficient clinical information was not provided. The cause of the limb ischemia issue was patient condition related to pad vessel conditions. As noted in the impella IFU: impella cp with smartassist for use during cardiogenic shock and high risk pci section: warnings & cautions: cautions ¿physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿ caution: ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ section: warnings & cautions: warnings section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. After percutaneous coronary intervention (pci) was completed, physician noticed dissection to right femoral artery (rfa) from initial impella insertion, as well as major distal peripheral arterial disease (pad). The physician utilized re-access side port before pulling impella catheter back to sheath, then wiring from left femoral artery (lfa) access ¿up-and-over¿ to rfa to balloon lesion once impella was explanted. Impella successfully explanted after weaning pump during procedure. Once impella was removed, physician ballooned rfa with manual pressure held to rfa access site. The patient remained stable during procedure, only low dose levo continued. Protamine administered while pressure was held to rfa. Also, patient pedal pulses were not able to be found, even via doppler. Upon nurse evaluation, the pedal pulses was still unable to be dopplered.